Event description:
The manufacturer received information from a caller is calling in on behalf of her late husband, michael, stating that he has passed away and she needs a return label to return the recalled device. There is no information that the death is related to the device. The device was returned to a third-party service center and during the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.